Event description:
It was reported that the patient received inappropriate therapy. Stored egms revealed non-physiological noise signals detected as vf. Lead damage suspected. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.